Event description:
It was reported that a pump was involved in a pt incident. The involvement of the device in the alleged incident is unk. It is unk if any pt injury occurred.

Manufacturer narrative:
(B)(4). The facility refused to provide any add'l info for the event. The device has not been identified and was not returned to baxter. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be submitted.